Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to initial reports, this event was presented at an academic conference. A 59-year-old woman developed a type a acute aortic dissection while driving and was involved in a single-vehicle accident. An emergency ascending aortic replacement was performed. Bioglue was used for the reconstruction of the dissected aortic stump. During weaning from cpb, st depression was observed, and tee revealed hypokinesis of the anterior lv wall. However, these findings improved over time. Subsequently, during pericardial closure, the patient suddenly developed ventricular fibrillation, which was converted to sinus rhythm with a single dc shock. An emergency cag was performed under pcps, which revealed the occlusion of the d1 branch due to an embolus. Aspiration successfully removed embolic material suspected to be a fragment of glue, leading to reperfusion and subsequent stabilization. The patient was discharged in good condition on 21 pod. No sample of the embolic material will be returned. No pathology report is available. This investigation is relegated to bg3510-5-j for embolism.

Manufacturer narrative:
According to initial reports, ¿this event was presented at an academic conference. A 59-year-old woman developed a type a acute aortic dissection while driving and was involved in a single-vehicle accident. An emergency ascending aortic replacement was performed. Bioglue was used for the reconstruction of the dissected aortic stump. During weaning from cpb, st depression was observed, and tee revealed hypokinesis of the anterior lv wall. However, these findings improved over time. Subsequently, during pericardial closure, the patient suddenly developed ventricular fibrillation, which was converted to sinus rhythm with a single dc shock. An emergency cag was performed under pcps, which revealed the occlusion of the d1 branch due to an embolus. Aspiration successfully removed embolic material suspected to be a fragment of glue, leading to reperfusion and subsequent stabilization. The patient was discharged in good condition on 21 pod.¿ no sample of the embolic material will be returned. No pathology report is available. This investigation is relegated to bg3510-5-j, for embolism. The following lot numbers allocated to this user facility from 01jul2024 through 01jan2025 were provided by the distributor. Bg001154 bg001169 bg001200 bg001223 bg001249 bg001289 the manufacturing records for bg3510-5-j, lot nos. Bg001154, bg001169, bg001200, bg001223, bg001249, bg001289 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. For this specific event there is insufficient evidence to determine a definitive root cause because the suspected embolus was never collected and confirmed to be bioglue. No sample was returned to artivion for evaluation and no pathology or medical records were available for review. It is also unknown bioglue was used properly during the procedure. Bioglue is indicated for repair of type a dissections, if used according to IFU. Our IFU contains ¿caution: in order to preserve the patency of the coronary lumen in the event of dissection extension, placement of a catheter into the coronary ostia prior to bioglue application may be considered.¿ this intended to minimize the risk of thrombus in the coronary artery. Embolization of surgical adhesives has been reported in literature. As ¿embolic vascular obstruction¿ is listed as a potential adverse event, this is not an unexpected event. This case does not show a new adverse event related to the use of bioglue. The bioglue afmea and dfmea were reviewed. The reported events are addressed. Embolization of surgical adhesives has been reported in literature. As ¿embolic vascular obstruction¿ is listed as a potential adverse event, this is not an unexpected event. This case does not show a new adverse event related to the use of bioglue. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query was performed for bg3510-5-j, lot nos. Bg001154, bg001169, bg001200, bg001223, bg001249, bg001289 to identify previously reported complaints or recalls associated with these lot numbers. Complaints were identified for this lot number and are not related to this event. No recalls were identified for these lot numbers. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.